Event description:
A healthcare professional reported via study that after the implantation of glaucoma filtration device, the intraocular pressure was increased. Surgical intervention- reactivation of filtration was performed. Additional information was requested

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was added in h.6. (FDA evaluation code has been corrected from 3331 to 4119). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was added in h.6. (FDA evaluation code has been corrected from 3331 to 4119). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was added in b.5. And g.3. Correction g.3: supplemental medical device report (smdr) # 1 is being filed to correct the g.3 date on the initial MDR, filed earlier. The g.3 date should be 09-sep-2024 instead of 13-sep-2024. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported via study that after the implantation of glaucoma filtration device, the intraocular pressure was increased (19 mmhg), it was decided to wait 10 days to observe. After 10 days the iop increases to 24 mmhg, given this it was decided to make an appointment for valve exploration 2 days later. In the operating room, surgical intervention- reactivation of filtration was performed via a posterior route. Additional information was requested.